Event description:
The patient contacted animas on (B)(6) 2013 reporting that her blood glucose (bg) had been higher than normal over the past week. The patient stated that she has been running around 17mmol/l with mild thirst. The reported bg was not indicative of a serious injury and does not meet the animas criteria of an adverse event. The patient stated that she is not making an allegation against the pump and believes it is delivering insulin. The patient stated that she has a cold and thinks this may be contributing to the higher bgs. Troubleshooting with customer support indicated that the time and date were set correctly, the patient has no issue with site, there were no leaks or signs of intolerance. The patient had to end the call as she was at work and call back later. This report is made based on the allegation of the inaccurate delivery issue.

Manufacturer narrative:
(B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the pump¿s history showed that the last basal and last bolus deliveries were recorded on (B)(4) 2013. On (B)(4) 2013, the pump¿s history showed an auto timeout- pump suspended message, and deliveries resumed afterwards. The delivered basal and boluses added up correctly to equal the user¿s programmed total daily delivery rate. Only typical usage alarms and warnings were shown. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. No delivery related defects were found during testing. The complaint could not be duplicated during testing.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.